Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter was reading inaccurately high compared to her feelings. The medical surveillance specialist (mss) was unable to reach the lay user/pt by phone for f/u questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The pt alleged that the issue began on (B) (6) 2010 (time not specified). The pt reported a blood glucose reading of "160 mg/dl" with the subject meter (date and time unspecified). It is not known as to the type of oral regimen the pt is on to manage her diabetes. It is also not known what action, if any, the pt took regarding her diabetes mgmt as a result of the alleged issue. Five days prior to the alleged issue (reason unspecified) the pt claimed she consumed less food/drink. In addition, the pt claimed she also consumed less food/drink on (B) (6) 2010. The pt denied testing her blood glucose with another device. The pt claimed that as a result of the alleged issue she felt drowsy, clammy, disoriented, and nauseous on (B) (6) 2010 at noon. Fifteen days prior to the alleged issue (for reasons not specified) the pt indicated that during a doctor's office visit she was given glucose tablets/glucose gel. However, it is not known if the pt received treatment, if any, after the alleged issue occurred. At the time of troubleshooting, the cca noted that the pt performed a control solution test that passed. Replacement products were sent to the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.